Event description:
A customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was using the original charging supplies and resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 minutes, after which the pump began charging. No further assistance was required.